Event description:
It was reported that the device is now at end of life, six moths ago the device was at 2.96 volts. Possible premature battery depletion is suspected. Also noted was high impedance and high thresholds on the atrial lead. The device was explanted and replaced and lead remains in use for sensing only. There were no reported patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The device is part of the field action and has tested consistent with the field action.